Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e7 (electronic error). The patient changed the battery and after a while the device again displayed e7. The vibra-alarm on the device is not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
E7002 was found in the history. The vibrator motor is without function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.